Event description:
It was reported that during a routine device changeout procedure, a loss of capture was observed on the right ventricular lead. The patient was asymptomatic. The lead was capped and replaced at that time.